Manufacturer narrative:
A device history record (DHR) review for model ec34-i10l, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 13 oct 2016 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. The reported customer complaint of primary channel blocked was not confirmed through evaluation of the device. Evaluation findings were listed as: angulation (up/down/right/left) were decreased, passed both dry and wet leak tests. The device was cleaned and disinfected, with angulation adjustment performed and returned to the customer. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A customer requested a RMA for a ec34-i10l- video colonoscope, indicating that a non-pentax snare was getting stuck in the biopsy channel. There were no patient or user injuries, adverse events, delay, or medical intervention reported.